Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced fluctuating blood glucose with hyperglycemia after eating cereal, with a reported glucose of 178 mg/dl, and also reported concern about running low on cd-23"-6 mm infusion sets leading to shipment of replacement supplies. Symptoms included elevated blood glucose without reported injury. Outcomes included no hospitalization, no alerts or alarms, and replacement supplies shipped. Investigation included complaint intake and assessment of user-reported blood glucose variability. Investigation of this case revealed no device malfunction reported and no component failure identified, with cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence and potential confounding by carbohydrate intake. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.